Event description:
Allegedly, the patient had a wright medical hip implanted on jan 2011. She stated that she had gone back to the doctor over the years and was told she had no issues and recently found out she had metallosis. Additional information received on 2023-07-11. The patient is alleging pain, can?t walk, elevated blood cobalt that is affecting her other organs. As of this date she has not been revised.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Due to additional information received, it has been indicated the complaint does not allege deficiency in the product. Please void this report.